Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f243 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f243 for the reported issue shows no trends. Trends were reviewed for complaint categories, tubing leak and alarm #47: drive tube alarm. No trends were detected for each complaint category. The smartcard data and photographs were returned for analysis. A review of the smartcard data verified the drive tube alarm occurred at the start of the treatment as stated by the customer. The customer reinstalled the drive tube to clear the alarm and the treatment proceeded without the occurrence of any other alarms. The customer provided photographs were reviewed and confirm a hole in the plasma outlet line at the end of the drive tube, resulting in a tubing leak. The hole in the plasma outlet line is consistent with the description provided by the customer of the tubing being caught by the red blood cell pump head. The root cause for how the plasma outlet line was caught by the red blood cell pump head could not be determined based on the information provided. All kits are pressure tested prior to release and a hole in the tubing would have been found during testing. This investigation is now complete. (B)(4).

Event description:
The customer e-mailed to report a tubing leak during the treatment procedure. The customer stated an alarm #47: drive tube alarm was received before the blood prime phase of the procedure. The customer stated they cleared the alarm by reinstalling the drive tube. The customer stated after the bowl rinse phase of the procedure the tubing between the drive tube and red blood cell pump got caught in the red blood cell pump causing the tubing to leak. The customer stated they completed the treatment by clamping the tubing where it split to stop further leaks. The customer completed the procedure and returned blood to the patient. The customer stated the patient was stable during and after the treatment. The customer has returned the smartcard and photographs for investigation.